Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The alarms downstream occlusion when none present was verified. The cause was determined to be the upstream sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported symptom, "won't sense upstream occlusion." However was not evaluated for. The evaluator inadvertently did not evaluate for the symptom and the device is no longer in its received condition to be able to evaluate it. The device was required to pass all testing methods prior to returning to the customer should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump won't sense upstream occlusion and device alarms downstream occlusion when is not present. There was no patient involvement associated with this event. No additional information is available.